Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from certain cubie pockets in half height cubie drawer 3.1 not being visible. A field service engineer dispatched and found no issues. However, they replaced the retractor band as a precautionary step. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3.1 pocket cubie a3 was not recognized on the communication bus. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.